Event description:
It was reported that the patient was hospitalized with end stage heart failure and made the decision to have their left ventricular device turned off. The patient passed away due to end stage cardiomyopathy. The patient's death was not considered to be device or therapy related and it was confirmed that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected data: section g2: corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient was hospitalized with end stage heart failure and eventually made the decision to have the left ventricular assist device turned off. The patient ultimately expired due to end stage cardiomyopathy. The patient¿s outcome was not considered to be device related and the device operated as expected. It was communicated that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.